Event description:
It was reported during a trial lead procedure on (B)(6) 2018, the physician was only able to implant one trial lead due to the patient's anatomy. The physician attempted multiple times to access the patient's epidural space, but to no avail.